Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of sensing was noted on the atrial lead. There was no interruption in therapy and the patient is being monitored. The patient was in stable condition.

Event description:
Additional information received revealed that the device was reprogrammed .